Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible oversensing was noted on current, and stored electrograms (egm) on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.